Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, discrepant results were obtained. Patient tested twice and received one positive and one negative result. Confirmatory and repeat testing was performed, and the results were both positive. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: customer stated that he took two test last week and got a negative the first time and got a positive the second time. He went to the doctor and tested positive and he took another one of our test and tested positive again.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, discrepant results were obtained. Patient tested twice and received one positive and one negative result. Confirmatory and repeat testing was performed, and the results were both positive. There was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: customer stated that he took two test last week and got a negative the first time and got a positive the second time. He went to the doctor and tested positive and he took another one of our test and tested positive again.

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges the ¿customer took both¿ bd veritor at home covid-19 tests (material # 256094), batch number 1287517; ¿was negative the first time and positive the second time; went to the doctor and tested positive; took another bd veritor test and tested positive again.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.